Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer was admitted to the hospital due to high ketone levels and a blood glucose level of over 500 mg/dl. Customer was treated with intravenous saline and zophran. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, a cartridge alarm occurred during the load sequence with multiple cartridges. Reportedly, the customer reverted to manual injections.